Event description:
The nurse was setting up to start an intravenous. She did a quick pull apart of the white and gray components to loosen catheter from the needle and noticed that it was hard to pull back.